Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 3.25mm nc quantum apex¿ balloon catheter was selected and advanced through an unspecified guide catheter. During advancing, it was noted that the catheter broke into two pieces. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.